Event description:
Report received from (B)(6) stating that the device "cannot insert cutter". The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of cannot insert cutter was confirmed. If additional info is received, a supplemental report will be sent. (B)(4).